Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The system was tested in clinic with provocative maneuvers with noise able to be reproduced in the primary and alternate vectors. The patient was subsequently hospitalized with the intention of a system revision. This electrode was then explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in an inappropriate shock. The system was tested in clinic with provocative maneuvers with noise able to be reproduced in the primary and alternate vectors. The patient was subsequently hospitalized with the intention of a system revision. Currently this system remains in service. No additional adverse patient effects were reported.